Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. \additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black during withdrawal. Manual compression was subsequently applied for hemostasis. There was no reported patient injury. During the withdrawal of the vascular closure device, the pulsatile blood flow gradually slowed and eventually stopped, but no color change occurred throughout the continued withdrawal process until the device was completely removed from the patient¿s body. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black during withdrawal. Manual compression was subsequently applied for hemostasis. There was no reported patient injury. During the withdrawal of the vascular closure device, the pulsatile blood flow gradually slowed and eventually stopped, but no color change occurred throughout the continued withdrawal process until the device was completely removed from the patient¿s body. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was not depressed while the guard was locked. A 6f non-cordis catheter sheath introducer (csi) was also returned and had been inserted on the device; because the shaft of the csi covers the plug and the indicator wire, whose shaft length measured approximately 17.0 cm, the csi was removed to allow evaluation of these components. After removal, the plug was observed to be in the manufactured position, and the indicator wire was found fully deployed. The indicator window was received in the black/white position. No additional anomalies were noted during this visual analysis. A deployment simulation evaluation was conducted. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever fully depressed, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user-related factors (user error) possibly contributed to the no change to indicator window, event reported, as the sheath returned along with the device had a shaft length greater than 12 cm. A shaft longer than 12 cm will interfere with the functionality of the device. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vcd is designed for use with a standard corresponding french size vascular sheath introducer with up to 12 cm working length. The indwelling sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath introducer. The french size of the exoseal¿ vcd must correspond to the french size of the sheath introducer in use. Do not use the exoseal¿ vcd in a sheath with a working length greater than 12 cm.¿ additionally, the IFU states ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.